Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio recommended that the biomedical engineer replace the device's therapy connector assembly to resolve the reported issue. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device's therapy connector was loose and, as a result, would intermittently give a "connect cable" message indicating that the patient (test) load was not being detected. This issue could cause a delay, or prevent, defibrillation therapy if it were necessary. There was no patient use associated with the reported event.